Manufacturer narrative:
Section d6b: the explant date in the initial report is incorrect. The corrected date has been added to section d6b of this supplemental report. Trial leads were explanted on (B)(6) 2024. A patient experienced a rash following an scs therapy trial was reported to abbott. The patient issue was treated with over-the-counter medication. The patient's rash has reportedly subsided. The leads were removed. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000152021.

Event description:
It was reported that the patient experienced a rash following an scs therapy trial. The patient issue was treated with over-the-counter medication. The patient's rash has reportedly subsided.